Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation is in progress. An RMA was issued to the customer requesting to have the fenestrated bipolar forceps instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the black conductor wire was torn at the front functional part of a fenestrated bipolar forceps instrument. The procedure was completed as planned with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there were no changes to the instrument. The cable was not loose, there was no complete cable break, and the cable was not frayed. The black insulation was stripped or damaged without a complete break, like torn open. There was no loss of cautery associated with the black cable break. Arcing and thermal damage was not observed at the fracture site. The instrument was checked for damage after the procedure was completed. The damage was identified before sterilization.

Manufacturer narrative:
Advanced failure analysis was completed on 11/21/2023. The instrument was found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the internal conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument had 6 remaining uses out of 14. The damaged insulation was found to exhibit indentations and gouging. A line pattern was also observed across the damage suggesting that something rubbed against the insulation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. There was no missing material, but the wires were exposed. The instrument passed the electrical continuity test.